Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported output problem and subsequent cancellation remains unknown.

Event description:
During an atrioventricular node ablation (avn), the generator would not ablate and the procedure was cancelled. The impedance was 50 and was cutting out. The cable and rf patch were replaced with no resolution and the procedure was cancelled. There were no adverse patient consequences.